Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device broke"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack and high cholesterol. Previously administered products included for an unreported indication: pantaprazole and xanax. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin, clopidogrel (plavix), hydromorphone, lisinopril, metronidazole (flagyl) and varenicline tartrate (chantix). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and vulvovaginal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)), surgery (supracervical hysterectomy (uterus only)) and surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, dyspareunia, dysmenorrhea, bacterial vaginosis, uterine perforation, device expulsion, vaginal discharge, device breakage were added. Lot number & lab data updated. Historical & concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device broke"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack and high cholesterol. Previously administered products included for an unreported indication: pantaprazole and xanax. Concomitant products included acetylsalicylic acid (aspirin), atorvastatin, clopidogrel (plavix), hydromorphone, lisinopril, metronidazole (flagyl) and varenicline tartrate (chantix). On (B)(6)2013, the patient had essure inserted. In january 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and vulvovaginal pain. In august 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (essure coils removal). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.